Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing a problem with the system's illumination during setup for a vitrectomy procedure. The there was no patient involvement. The case was completed with an alternate system to perform the illumination.